Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the flap appeared very deep, the appeared flap thickness was over two hundred microns and planned flap thickness was one hundred and ten microns in the patient right eye, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. The ablation test was performed without error or warning messages, but the image of the ablation test is blackened because the microscope illumination was not switched on, so that the image of the ablation test does not show any steps between the orientation lines and cannot be evaluated, in case the ablation check were to be out of tolerance, and the criteria for a successful ablation check is not fulfilled, the thickness of the flap could be influenced. The user performed treatments on the day of the reported event. The energy was stable during the whole day. The logfile shows seventeen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about four minutes and twenty-nine seconds before the start of the treatment and not immediately before the treatment. The surgeon missed vacuum one once during the docking process/before the treatment. Suction rings were docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one value. The treatment of the patient's right eye was finished successfully. The surgeon interrupted the treatment twice by releasing the laser pedal during canal cut. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was that thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Root cause for the reported event could not be identified conclusively.